Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jan-2018 with the following findings: during the investigation, a review of the black box showed the data from the date of the complaint was overwritten. The available black box history showed no evidence of short battery life. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten. Battery compartment cracks were observed. The pump¿s power current draws within specifications. No evidence of moisture contamination was found inside the battery compartment. Evidence of moisture contamination was found on the underside of the battery cap. A leak test showed a leak at the battery compartment crack. The pump¿s case was removed, and no evidence of additional moisture was found inside the pump. A "battery life" issue was not duplicated during the investigation.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.